Event description:
The physician performed an uneventful novasure endometrial ablation on (B)(6) 2013. Post hysteroscopy was performed and revealed "good ablation". On (B)(6) 2013 the patient presented to the hospital with "bad period pains and pain with vibrations (walking, sitting, etc.)". The patient was "prescribed antibiotics and she felt some improvement". In (B)(6) 2013 (exact date unknown) the patient returned to the hospital "suffering with pain". The physician performed a magnetic resonance imaging (MRI) which revealed "some lesions on the uterine wall". A laparoscopy was performed and the physician "visualized 2 diathermy burns adjacent to the fallopian tubes". The physician noted "there was no damage to the bowel or other organs" and no adhesions seen. We have been unable to obtain additional information surrounding this event.

Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. Device history record (DHR) review was conducted for the radio frequency controller. There were no rewords or observations noted at time of manufacture. No relationship can be established between DHR and current complaint. If additional relevant information is received, a supplemental medwatch will be filed. (B)(4).